Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had the shock counters off by a count of 56 and the clock displayed the incorrect time. This will not affect the ability of the ICD to deliver therapy.